Event description:
It was reported that the device prematurely detached in the microcatheter. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device was returned for evaluation without the implant coil and with the pushwire broken into two segments. The evaluation could not determine the cause of the event. (B)(4).